Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter and translated to english. The customer stated: "the hospital reported the inner cover unable to remove the cover. Because the inner cover was not removed, the pipeline probe was broken."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter and translated to english. The customer stated: "the hospital reported the inner cover unable to remove the cover. Because the inner cover was not removed, the pipeline probe was broken."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by visual examination was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.